Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. Dimensional analysis of the connector boot was measured within the product specifications. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Related manufacturer reference number: 2017865-2023-22421. It was reported that the patient presented for a scheduled procedure. During the procedure while implanting the left ventricular lead the stylet got stuck in the lead. As the stylet was pulled back the lead fell apart. The inner lumen and insulation pulled back. The lead was not used, and a new lead was implanted. During testing, the lead exhibited high impedance. The physician decided not to use the lead and implanted a new lead. The lead was successfully implanted. The patient was in stable condition post-procedure.